Event description:
Foley catheter burst (balloon) upon getting out of bed, deflated and fell out requiring add'l surgery for repair of injury and insertion of another catheter. Unsure whether user error (doctor reports that pt stepped on tubing but nurse there insists no resistance on tubing. Heard balloon pop and fall out.